Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included congestive heart failure, severer tricuspid regurgitation, pulmonary hypertension, diabetes and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The patient tolerated the procedure well. Patient was transferred to cardiac recovery unit in stable and improved condition. Significant past medical history: congestive heart failure, severer tricuspid regurgitation, pulmonary hypertension, diabetes, and morbidly obese.

Manufacturer narrative:
Additional manufacturer narrative: neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29 mm 7300tfx valve was treated with valve-in-valve intervention after an implant duration of 2 years, 11 months, and 8 days due to mitral regurgitation and mitral stenosis. Both devices remain implanted. Significant past medical history: severe tricuspid regurgitation, pulmonary hypertension, diabetes, and morbid obesity.